Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. This complaint was classified based on the information obtained by the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2012 at 9:30 a.m. The patient stated that she attempted to test her blood glucose with the subject meter after being unable to test on her back up ultra2 meter (due to allegedly obtaining an error 1 massage). The patient told the cca that she was unable to test her blood glucose due to the alleged power issue with the subject meter and the alleged error 1 message with her backup ultra2 meter. The patient reported that she tests her blood glucose 2 to 3 times a day and manages her diabetes with diet and exercise. The patient mentioned that around 12 p.m. She began cutting back on her food due to the alleged issues with both of the meters. The patient claimed that on (B)(6) 2012 at 12:00 p.m. She became "sweaty" and developed a "headache," which she associated with low blood glucose. The patient said that she believed the symptoms developed due not being able to test her blood glucose as the result of the alleged issue with the subject meter and her backup meter. The patient informed the cca that the "headache" became worse during the evening but she was not sure how much to eat/drink because she did not know what her blood glucose was. During troubleshooting with lfs (the day after the alleged issue) the patient was able to obtain a blood glucose result of "187mg/dl" with the subject meter. During troubleshooting the cca confirmed that the patient was using the correct test strips, that there had been no known misuse to the subject meter and that the subject meter needed replacement batteries. During troubleshooting the patient was able to power on the subject meter with replacement batteries. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of acute hypoglycemia as a result of not being able to test her blood glucose due to the alleged issue.

Manufacturer narrative:
On (B)(4) 2012 - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the original allegation against this meter could not be confirmed/duplicated. However the display screen on the meter involved with this complaint was found to have a white residue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.